Event description:
A balloon burst on the first inflation at eight atmospheres during a distal popliteal angioplasty of a calcified lesion. The procedure was successfully completed with this unit without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated a kink on the shaft under the balloon 11 millimeters distal to the proximal radiopaque marker. Microscopic examination revealed a longitudinal tear 1.8 centimeters long located from 1 millimeter to 19 millimeters distal to the proximal radiopaque marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this device was used in a calcified lesion which co believes contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."